Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 2.4 mmol/l at the time of incident. Customer experienced symptoms such as awful and shaky. Customer was using auto mode. The insulin pump will not be returned for analysis.